Event description:
(B)(4). This complaint was rec'd by (B)(4) on (B)(4) 2012 from (B)(6) for product reinforced tube size 7.5mm. Customer complaining: " delamination". The lumen "swelled up" obstructing the main lumen when the balloon was inflated with air (inner layer has delaminated from the reinforced area).

Manufacturer narrative:
(B)(4). Based on available info, this issue is deemed a serious malfunction because an 'obstructed inner lumen' exposes the pt to the possibility that a bronchoscope or suction catheter could become 'stuck' in the endotracheal tube putting the pt at the risk of alveoli collapse and/or oxygen desaturation with pt having to undergo re-intubation. Reported to the FDA on (B)(4) 2013. Note: the actual date of event is unknown, so the date used was the date we became aware.